Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the audio alarm was faulty. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse found that user error caused the audio alarm issue. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer performed self-test under instruction by rse, and device passed the test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.